Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm (aaa) (rmt231416/11241817, pxc141400/11440254). On (B)(6) 2014, it was reported the patient was seen by dr. (B)(6) at (B)(6) medical center where a gore® aortic extender component and aptus® screws were placed to repair a possible type I endoleak. On (B)(6) 2015, images were sent to imaging services to be evaluated for a possible type ii endoleak, as the aneurysm continues to enlarge (exact amount unknown). Patient is being considered for intervention. No further adverse events have been reported

Event description:
On (B)(6) 2013 the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm (aaa) (rmt231416/11241817, pxc141400/11440254). On (B)(6) 2014 the patient was seen by dr. (B)(6) at (B)(6) medical center, it was reported that a reintervention was preformed placing aptus screws and an aortic extender component (pxa230300/9682448) to repair a type I proximal endoleak. On (B)(6) 2015, images were sent to imaging services to be evaluated for an endoleak, as the aneurysm continues to enlarge. Imaging confirmed a persistent type ii endoleak. Patient is being considered for a reintervention. No additional adverse events were reported.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement. Additional aaa® devices included in this report: pxc141400/11440254.